Event description:
Triple lumen catheter was placed in the o.r. While assessing pt in the critical care unit 4 days later, discovered the port/hub was broken off. Unfortunately ports were discarded upon removal the next day.